Manufacturer narrative:
Corrected data: upon further review, it was noted that section g4: combination product box was not populated in the initial report submitted. Therefore, this report is being submitted to correct this. Field below is updated: section g4: combination product: no. Additional information: section d9. Device available for evaluation? Yes. Returned to manufacturer on: jan 27, 2023. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received coated in viscoelastic residue and cut into three pieces. The lens was cleaned and, damage on the edge of the lens could be observed. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue " dc-lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues found during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight, ethnicity: unknown/ not provided. Asku. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was fully inserted and then removed and replaced from the patient's right eye during the same procedure due to optic defect described as like "a 3-pc. Lens". There was no other adverse events. Outcome does not significantly interfere with activities of patient's daily life. No other information was provided.